Manufacturer narrative:
Correction to h6; type of investigation, investigation findings, investigation conclusion. The alterra prestent delivery system was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Imagery was provided that showed the #1 distal outflow apex observed protruding the pulmonary artery. A device history record (DHR) review was performed and did not reveal any manufacturing nonconformance issues that would have contributed to the event. A lot history review was performed and revealed no other complaints relating to the complaint code. The following instructions for use (IFU) were reviewed: alterra adaptive prestent system and the alterra with pulmonic delivery system (pds) procedural training manual. Based on this review, no IFU/training deficiencies were identified. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The reported event of device penetration was confirmed through the provided imagery. A review of the DHR and lot history revealed no indication that a manufacturing non-conformance contributed to the complaint. Additionally, a review of IFU materials revealed no deficiencies. An in-depth evaluation related to alterra prestent penetration has been documented in technical summary. Per the technical summary, the alterra prestent is designed with outward flared / pointed apices and sufficient outward chronic force to allow proper retention of prestent to various and challenging patient anatomies. Penetration is a mechanism for anchoring prestent to anatomy and to prevent prestent migration. Four potential root causes related to device penetrations were investigated and summarized below: manufacturing- (frames are inspected 100% for critical dimensions as well as 100% visually inspected for surface defects). However, no manufacturing non-conformances that could have contributed to a penetration were detected as all prestent dimensions and chronic outward force lot release inspections met in process specifications. Design of prestent, patient anatomy, relation to tracking difficulties. However, it cannot be concluded that there is a correlation between interactions of the delivery system with the prestent to the category of penetration. Additionally, a product risk assessment was initiated to assess the risks associated with the frame penetrations. As seen in the provided imagery, one stent apex was observed penetrating at the outflow. Per the training manual, the alterra apices are designed to engage with anatomy to assist in initial placement and acute stability. Apex engagement with the anatomy is critical for prestent fixation and to avoid migration. The investigation documented in the technical summary did not reveal any manufacturing non-conformities or procedural related events which could have resulted in the reported complaints. The design of the prestent with outward flared/pointed apices as well as chronic outward force can be identified as potential root causes to the occurrence of penetrations in patients. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
Per medical record review, there is a myocardial bridge involving the mid to distal segment of the left anterior descending artery. An alterra prestent is present and appears well-seated. There is no stenosis of the rvot. Leaflets appear of normal thickness. No clot. At one discrete area of the anterior aspect of the main pulmonary artery, the metallic edge appears to extend beyond the lumen, extension beyond the wall cannot be excluded.

Manufacturer narrative:
Update to b5.

Manufacturer narrative:
The investigation is ongoing. H3 other text : the device remains implanted in the patient.

Event description:
As reported by the edwards field clinical specialist, approximately 10 months post implant of an alterra adaptive present with a sapien 3 valve, in the pulmonic position, the patient presented with chest pain. A CT was performed, and a pericardial effusion was not noted. The CT revealed one alterra apice appeared outside the vessel wall. The chest pain is controlled medically with intermittent treatment. Of note, the patient had intermittently been evaluated in the emergency over the last 10 months.